Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampons fell apart upon removal on multiple occasions. She reported the string came unattached from the tampon leaving the tampon inside or the tampon would fall apart upon removal. She was able to manually remove the remaining tampon pieces and did not seek medical attention. She experienced lower abdominal pain but her symptoms have resolved.